Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of monitor sn 07100993 has been completed. The reported problem (damaged monitor) was confirmed. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the inability to complete testing is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. There was no death or adverse event associated with the damaged monitor.

Event description:
5/19/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 10/10/2018. Acknowledgements 1, 2, and 3 could not be located. A distributor contacted zoll to report that a patient had skin irritation described as skin chaffing under her breasts. The patient consulted a physician who prescribed a cream. Follow-up indicated that the irritation was improving. A distributor also contacted zoll to report that a patient's monitor was physically damaged.